Event description:
A health care provider (hcp) reported via a manufacturer representative that an implantable neurostimulator (ins) malfunction was suspected and the ins turned off by itself. The cause of the event was unknown. The implanted system was checked and impedances were measured to be within normal range. The ins was programmed to c+, 1- at 3.25v, 60 usec, and 180 hz. The patient's hcp suggested taking away the patient programmer. No surgical intervention was taken or planned. The issue was not resolved at the time of this report. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the implantable neurostimulator (ins) malfunction or the ins turning off by itself had not been determined.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.